Event description:
It was reported that the right atrial (ra) lead has undersensing during atrial tachycardia (at)/atrial fibrillation (af) episodes, causing early inappropriate termination of mode switch. The lead remains in use. It was further reported that the right ventricular(rv) lead has chronically low r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtpa2qq ICD, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.